Event description:
A hosp reported that a newborn infant "lost a large amount of blood" when the umbilical cord clamp, that was applied, did not close properly. No pt injury or medical intervention were reported. Kimberly-clark corp. Has no first hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
The umbilical cord clamp is one component of kimberly-clark's surgical ob pack. The cord clamp is contract manufactured for kimberly-clark corp. An unused cord clamp (new) is reportedly being returned to kimberly-clark (avent sa de cv), by the hosp, for eval.